Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty forced sensor resistor. Pump passed displacement test, self-test and the unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sitting next to a hot tub with wet swim trunks. Customer reported that as a result, there was condensation under display screen that could not be removed. Customer's blood glucose was 200 mg/dl or 300 mg/dl. Customer declined troubleshooting.. Customer was advised that insulin pump would need to be replaced.